Event description:
Symptoms: mild atrophy, mva infarct, confusion, arm weakness, gait and visual changes.

Event description:
During the procedure, start date in 2005 with a stop date the same day. Symptoms: unavailable at this time. Further investigation is being conducted. It was reported the patient experienced a stroke during the procedure. The condition was not pre-existing and not felt to be device related. No action/treatment was performed and the event resulted in new/prolonged hospitalization. The patient's outcome is improved condition. No additional information was available.